Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: what type of procedure was the device used in? No information. What confirmation was received that the device was fully fired? No information. Although difficult to fire the device, was the firing completed as expected? Yes. If no, please provide details. Na. What is the current status of the patient? No information.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected though the firing was completed. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m5590n. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.